Event description:
It was reported that the patient received more than 20 inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed. The rv, svc, and distal conductors are cut at 17 cm - explant damage. The explant damage was most likely from a lead removal wire. Approximately 35 cm of the distal conductor is missing from the distal segment. Other : it was reported that the patient received more than 20 inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. No conclusion can be drawn. Shock, inappropriate.